Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) failure disappeared during analysis. Analysis determined that the high telemetered battery voltage (3.5 volts, 0.3 volts greater than the actual battery voltage) is due to an incorrect adc measurement in the l356 ic. When the hybrid was removed from the can the anomalous battery voltage was no longer observed. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that the weekly trend data shows abrupt spike increases for min and max bat voltage over the range for max bat of 3.16 to 3.59 volts max between (B)(6) 2009 and (B)(6) 2011. Analysis also revealed undefined resistance. Weekly trend data show un-filtered points with "inf" for min and max left ventricular pace, between (B)(6) 2010 and (B)(6) 2011. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010 02:15:04.

Event description:
It was reported that the device battery voltage measurements were inconsistent and out of specification for this model. The device was removed and replaced. It was further reported that the chronic left ventricular lead had high impedance and loss of capture through the device and was causing diaphragmatic stimulation. The lead was partially removed and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.